Event description:
The ge oec 9800 fluoroscopy system would not boot up, or power on.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective power control pcb that was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.